Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2016-05486.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference manufacturer report: 1627487-2016-05486. Follow up identified surgical intervention was taken and the patient's scs leads were explanted and replaced. The lead replacement resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2016-05486. It was reported the patient does not have stimulation. A sjm representative attempted to adjust the patient's stimulation but the patient stated he could not feel any stimulation. Troubleshooting did not indicate any issues, the system impedance was normal. The patient is planning to undergo surgical intervention to address the issue.